Manufacturer narrative:
The crep2 reagent lot number and expiration date were not provided. The field service engineer (fse) found a hole in the rinse tubing and replaced it. The sample probe was replaced as a preventive measure. Mechanical checks and other tests were performed and were within specification. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
The initial reporter questioned the results for multiple assays on a cobas 6000 c501 module. Discrepant results were provided for 1 patient sample tested for cobas integra creatinine plus ver.2 assay (crep2). The initial result was 5 mg/dl. This result was believed to be incorrect when reviewing the patient¿s medical record. The repeat result was 1.2 mg/dl. This result was believed to be correct. The questionable result was not reported outside of the laboratory.